Event description:
Customer reported to beckman coulter, inc. (Bec) that they observed glucose reagent leaking from the electrode on the unicel dxc 600i synchron access clinical system (dxc 600i) when they were performing 4 month maintenance. Customer reported that the volume of the leak was approximately 10 cubic centimeters. Customer reported that they then replaced the electrode and stir bar. Customer reported that after replacing electrode and stir bar, they ran calibration for glucose which initially passed and then qc (quality control) l3 recovered low. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to perform a complete shutdown. Cts advised the customer that when the analyzer is on standby, go into maintenance mode and then replace electrode and stir bar. Customer then reported that the electrode was not keyed properly when they replaced the electrode. Customer reported that the dxc 600i analyzer was running with no errors after the customer properly installed and keyed the electrode.

Manufacturer narrative:
(B)(4).